Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during unpackaging and prior to use in the anatomy, when the stent delivery system was removed from the protective plastic holder, the stent was not crimped on the balloon but the stent was found on the mandrel. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.